Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had a low blood glucose reading of 30mg/dl. The sensor glucose reading at the time of the incident was 300mg/dl. Insulin delivery was not suspended. Auto mode was not in use at the time of the incident. The insulin pump will not be returned for analysis.